Manufacturer narrative:
A bci customer technical support (cts) assisted the customer to troubleshoot and recommended the use of personal protective equipment before troubleshooting. Cts advised customer to treat toner as a potential biohazard. The customer/ laboratory has biohazard spill protocol. Cts recommended customer log on to the (B)(4) website and review the msds for the toner. Cts sent a replacement printer overnight.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to unicel dxc 600 pro synchron chemistry analyzer's (B)(4) printer drum leaking toner. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence. No fumes were produced and customer was not harmed nor needed medical treatment from exposure to the toner.